Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 5 months. Approximately 9.5 inches of the external/distal end portion of the percutaneous lead (lead) was returned for evaluation. The silastic sleeve was removed, and examination of the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the black wire approximately 2.5 inches from the metal controller connector, at the terminus of the distal end bend relief. Closer examination of the black wire in this area revealed that the underlying conductors were exposed and some were fractured. The breach of the black wire and the fracture of some of the underlying conductors appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breached black wire would have interrupted proper function of the pump as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received low speed and low flow alarms. The patient was reportedly asymptomatic. X-ray images appeared to show an area of concern at the distal end of the percutaneous lead. On (B)(6) 2016, the manufacturer's technical services representatives performed an external percutaneous lead replacement, after which no further issues were noted when the patient was placed on a grounded power module patient cable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a user facility report # 3601800000-2017-8016 was received for this event which stated: title: xxxxx. Event desc: patient with heartmate ii left ventricular assist device (lvad) for 52 months presents with vad alarms, pump stops. Review of waveforms confirmed driveline fracture. Splice repair of the external driveline was performed by device company technician at that time. Patient was successfully discharged from the hospital without further procedures . Manufacturer response for heartmate ii, heartmate ii (per site reporter): manufacturer assisted with diagnosis of the problem and completed the driveline splice at the hospital. What was the original intended procedure? Heartmate ii lvad was implanted 52 months prior. Driveline splice repair was performed 1 day after patient presented. Relevant tests/laboratory data, including dates: vad interrogation/ waveform review on (B)(4) 2016: concern for driveline fracture driveline imaging on (B)(6) 2016: driveline imaging revealed suspicious area in the area of the driveline that is closest to the controller. Other pertinent info: following splice repair, alarms did not immediately recur so patient was discharged. Other therapies in use on patient: not applicable. Other devices in use on patient: no.